Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted two error code messages were recorded. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. A motor current test was performed and found to be activated properly within the pump's manufacturer specifications. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Information was received indicating that a smiths medical cadd-legacy was returned for investigation. The pump had no damage observed. The original error of "no cassette detected" was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after powered up with a disposable attached. The down stream occlusion sensor will be replaced to address the issue.

Manufacturer narrative:
The information in report 3012307300-2018-03450 follow-up 1 is the same information as filed in 3012307300-2019-03450 follow-up 1 and was meant to be filed under 3012307300-2018-03450.please disregard 3012307300-2019-03450 follow-up 1 as this is information meant for 3012307300-2018-03450.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The was in good condition. The error codes were in the event history log. The technician inserted battery into pump and observed the issue. Visually inspected and performed test for the pump. The technician was unable to duplicate reported problem. The pump was displaying an error code message on power up when a battery was inserted during the investigation. Motor current test was performed. The motor current test was found to be activated properly within the pump's manufacturer specifications. The root cause of the reported issue could not be determined. The motor was replaced for preventative measure.

Event description:
Additional information was received which indicated that there was no patient involvement.